Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updated fields: d1, d2,d3,g1, and g4.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported conflicting results with the ID now covid-19 assay. The user states that the inital binaxnow test provided positive results. Repeat testing was performed and generated negative results. No additional patient information, including treatment and outcome, was provided.